Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Event date is an estimation.

Event description:
It was reported that the patient experienced a wet tap during the implant of their third lead. As a result, the lead was not implanted. Reportedly, the patient experienced a headache post-op and the physician administered a blood patch.